Event description:
A caller reported experiencing cartridge alarm 20 with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it was confirmed that the level did not exceed 500 mg/dl. To resolve the issue, customer technical support confirmed the occurrence and arranged a pump replacement for the caller. Additional communication was received regarding a recall request in progress, but no further action was required.